Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to settings configuration issue. A customer support project lead remoted into the station and reset the application to resolve the issue. The system functioned as intended after the customer support project lead troubleshooted the device. The serial number, UDI and manufacturer's details kept blank since the given asset information was found to be generic medbank.

Event description:
It was reported by the customer that a pyxis medbank es system had frozen application on the add items screen. The customer reported that the user was unable to issue the medication to the patient and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.